Event description:
During sterile compounding, our technician found one 16g bd (becton dickinson) precisionglide needle that had a black particle on the syringe barrel. The bins were swept and all other needles were not found to have this contamination. Lot 3158847, exp. 2028-07-31.